Manufacturer narrative:
Product analysis: received for analysis was 6f sherpa catheter sa6ebu45 with original packaging lot number 0008682938 matching the complaint file. The catheter distal segment material is missing, exposing the braid wire. There is visible degradation/disintegration of 35d pebax distal segment. Remaining segment material is visible cracked and loose. Flakes of the light blue segment material could easily be lifted away from the braid with tweezers. The material is very soft. Tip and sleeve are intact. Shaft and inner lumen are intact. If information is provided in the future, a supplemental report will be issued.

Event description:
A sherpa guide catheter was intended to be used. There was no damage noted to the device packaging. The device was inspected with issues noted. It was reported that the distal outer layer was detached from the inner layer. The device was not used in the patient. At the facility devices are stored in a closet in the boxes away from any light source. When devices are received at the account they are stored in the warehouse. Devices are not wiped at any stage at the account. It was reported that the device was not used in the patient however the damage observed indicates that an attempt may have been made to insert the device into the introducer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.